Event description:
A medtronic representative reported the software switched from navigate to registration tasks towards the end of a fess surgery. No impact to the patient outcome reported.

Manufacturer narrative:
Upon review of archive files it was found that the nose is cut off in scan, not to protocol. Software operating as designed.